Manufacturer narrative:
(B)(4). The home patient stated that they disconnected from the device during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. This guide provides step-by-step instructions for properly disconnecting during emergencies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy. It was reported that the patient disconnected from a bag while connected to the homechoice device. This occurred during the therapy prime. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.